Event description:
It was reported that the insulin pump alarmed no delivery. Customer changed his infusion set and would not prime. Customer stated that he could not see any drops. Customer's blood glucose was 128 mg/dl. Customer unable to do troubleshooting due to he was at work. Customer will return the infusion set for analysis and advised the infusion set would be replaced. The customer was advised to call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.